Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An integrity bare metal stent was intended to be used to treat a lesion in the ostial, proximal rca which was mildly tortuous and mildly calcified. There were no abnormalities reported in relation to the anatomy. No damage was noted to the packaging. No issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that the device failed to cross the lesion as it was unable to pass through another bms. When the physician attempted to pull back the device, resistance was met. The physician then pulled the delivery system back and was able to remove the device from the patient. Upon inspection post-removal, the stent struts appeared to be bent backwards and the stent appeared to be slightly displaced. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications, stent had appeared to move distally. Crimp impressions were visible on the exposed balloon surface. No deformation was evident to the stent wraps. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.